Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device did not seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device did not want to seal vessels even as small as 2mm in diameter, specifically small bowel mesentery. The event led to an extension of the surgery time by more than 30 minutes and a change from laparoscopic to open surgery. A new device was opened. A force triad generator (s/n (B)(4)) was in use. Additional information received on (B)(6) 2017 notedthat no regrasp alarm was heard and an end tone was heard. Additionally, bleeding of 500 ml occurred and the procedure was completed using an atlas 10mm device. The patient was not on any medication pre-operatively. However, the customer indicated that the operation did not change from a laporascopic to an open procedure.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not seal vessels within the small bowel mesentery. The tissue being worked on had vessels that were as small as 2mm. The issue led to an extension of the surgery time by more than 30 minutes and a change from laparoscopic to open surgery. A new device was used to continue the procedure.